Event description:
Independent repair center, customer alleged, alarming and the key failure is the valve alarms. Associated malfunction for this device: power switch low audible alarm, compressor loud/noisy, sieve beds odor/smells.